Event description:
The following information was reported: the mynxgrip (5f) vascular closure device was placed in the sheath, the balloon was inflated, pulled back to the sheath/artery, as the shuttle handle was advanced down the sealant was visually exposed before entering the patient's body. Hematoma formed (6 cm or less in size). Manual compression was applied for 10 minutes. The patient was not hospitalized. Procedure type: diagnostic peripheral vessel size: 6 mm stick location: medium sheath size: 5f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1428004) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).